Event description:
It was reported that, during implantation procedure, this right ventricular (rv) lead had no sensing in the bipolar sensing configuration resulting in no pacing being delivered. The procedure was completed successfully with a different lead. This rv lead was disposed by the facility. No adverse patient effects were reported outside of the prolonged procedure.